Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to a service center for service. After review of the log files, a ventilator inoperative error code was found. There was no harm or injury reported. The device was evaluated on 12/18/2024 and upon evaluation of the device, the complaint was confirmed. The motor blower was replaced to remediate the ventilator inoperative code. The device has been serviced, inspected, and met all acceptance criteria.

Event description:
This notification was opened for review due to the manufacturer being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Review of the log files showed a ventilator inoperative error code was discovered. The device is in process of being repaired. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.